Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after an esophageal procedure, the bravo capsule failed to transmit. The capsule was calibrated and placed in a patient, but when the customer tried to start recording the capsule was not picked up by the recorder. The customer used a second recorder and the second recorder did not pick up the capsule either. The procedure will be repeated due to the malfunction. There was no patient harm and it is stated that the patient had a very low bmi (less than 25). No known adverse events were reported.